Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer experienced an elevated blood glucose level displayed as "high" and trace ketones. Specific value was not provided. Customer administered a manual injection to address bg. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.